Manufacturer narrative:
The device was returned and the ¿blurry image¿ reported by user was not confirmed. Additionally, it was noted the switch and the instrument channel tube had leakage. The lock of the small angle knob and adhesive of the objective lens was aged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the entire videoscope image was blurry. The object could not be seen clearly, and the blurry image could not return to normal. The issue happened during preparation for use for a gastroscopy procedure. The procedure was completed with a similar device. The hospital changed the device in less than three minutes. There was no delay in procedure and the patient was not under sedation during the time. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the blurry image was due to water/moisture that entered the objective lens from leaked location or small gap created by deterioration of objective lens glue. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.